Manufacturer narrative:
See complaint investigation report attached. We did not receive the product back from the user for eval, received only report. An eval was performed using two different lots of flexible curettes. Evaluated the MFR process - visual testing - no unusual problems, no cracks on cannula. Checked quality records - no indication of tip breakage or any other quality problems. Physical testing - no cracks or breakage after striking on a hard surface or bending back and forth 20 times. Evaluated other complaints - (B)(4) physical testing to interaction with other devices revealed that the cannula could be pierced but not broken except with excessive force. Breakage as alleged could not be duplicated. The cause of the event is unk and cannot be determined. Final conclusion: as the complaints are so spread out and few in number and the testing for each complaint is inconclusive, no probable cause can be assigned. The issue will continue to be monitored as more info is obtained. No corrective action will be issued. A medwatch report will be filed with the FDA prior to (B)(4) 2009 (30 days from receipt).

Event description:
Flexible curette broke off during a d and c procedure while in the uterus and could not be located and removed. Pt underwent diagnostic hysteroscopy, ultrasound, x-ray, and open laparoscopy w/hasson cannula for visualization in an attempt to locate the piece and check for perforation. No perforation was found and the broken piece could not be found. The pt was admitted.